Manufacturer narrative:
Corrected information d4 unique identifier (UDI): (B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion while there was no tubing in the device. There was no known patient injury or medical intervention associated with this event. No additional information is available.